Manufacturer narrative:
(B)(4). This product is not intended for sale in the united states. The 510 (k) number and FDA product code were derived from a similar product.

Event description:
It was reported that this event reported in the intensive department. During insertion into the pt's subclavia "the puncture needle was placed and the guide wire advanced; after approx 10-15 cm it met resistance. The wire was strung back and new punctured. A second attempt was performed (with the same guide wire as in first attempt) and with the same issue - it met resistance. After that, a third attempt was performed (also with the same guide wire as in first and second attempt) and again with the same issue - it met resistance; the wire blocked. During removal the guide wire got unraveled. Needle and wire were removed". As a result, a new kit was used and successfully inserted into the pt's jugularis. There was no delay, harm, complication, death, or injury reported to the pt as a result of this occurrence.